Manufacturer narrative:
The device was returned and evaluated, and the customer allegation was confirmed due to a foreign object be stuck inside the forceps channel. Water tightness was no maintained due to perforation of the forceps channel, the bending angle was insufficient due to elongation of the angle wire, the play of the angle knob is out of normal state due to the extension of the angle wire, and scratches on the insertion tube were observed. The wrinkles of the insertion site corrugation were observed, the curved rubber joint was cracked, scratched were found on the tip cover, and dirt was found that was difficult to remove on the objective lens. Additionally, scratches were found on both the operation part and the switch box, the switch button 4 was worn out; scratches were found on the operation unit cover, as well as scratches found on the up/down knob, up/down angle fixing lever, right/left knob, the grip, and the universal cord. The universal cord was also found crushed and wrinkles were found on the cord and scratches on the scope connector side of the universal cord were found; scratches on the scope connector cover and scratches on the right/left angle fixing knob were also found. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the evis lucera elite gastrointestinal videoscope, there were internal defects in the forceps channel. The issue occurred during reprocessing, and did not impact the endoscopic procedure that followed; nor was there any report of a replacement device needed. The device was returned and evaluated, and a foreign object was found to be stuck inside the forceps channel. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Approximately 4 years have passed since the device was manufactured. Based on the results of the legal manufacturer's investigation, the cause of the reported event could not be identified. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.